Event description:
It was reported that the end-user experienced the product "kinked" while using his oxygen concentrator machine "by knotting up and kinking up not allowing me to receive oxygen properly."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.